Event description:
It was reported that (1) c1535 was used during a breast biopsy procedure. It was reported by the rep that the clip housing detached into breast when deployed. The device was left in breast.